Manufacturer narrative:
(B)(4).the reported field event of backup vvi was not confirmed in the laboratory. The reported field event of lead impedance and capture threshold anomalies were confirmed in the laboratory and were caused by low battery voltage. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the syncopal patient received external defibrillation shocks and CPR. Upon interrogation, the device was found in backup vvi mode. The device code was successfully downloaded. After the download, low pacing and hv impedances, and a capture anomaly were observed. Upon a second interrogation, all lead impedances returned to normal, but a long charge time was observed. The device was explanted and replaced. The patient did not have any complications from the procedure.